Event description:
The customer performed back to back blood glucose tests and had results of 90, 30, and 25 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer used up the strips that gave the above readings, so no product is available for return.